Event description:
New information received indicates the lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, dislodgement was noted on a left ventricular (lv) lead. Surgery to reposition the lv lead is anticipated. The patient was stable with no consequences.